Event description:
Caller reported a malfunction on the pump. There was no reported adverse impact to the customer's blood glucose level. Customer received instructions on resetting the pump and was assisted by technical support. After resetting, the malfunction did not recur, and the customer was advised to continue using the pump and to report if the issue arises again.